Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the programmer had a scorched smell. A boston scientific company representative will return the programmer for analysis. No patient involvement was reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the product analysis indicated that the allegation against the programmer was confirmed. The power issue was due to electrical overstressed. The printed circuit board (pcb) was exchanged and the issue was resolved. No further power supply or battery anomaly was found. The single board computer (sbc) and control connections were cleaned. The riser pcb had caused the contact issue and was exchanged.